Event description:
It was reported that a pt being treated with v.a.c. Therapy in 2009 for a venous stasis ulcer on the left lower extremity developed an infection and had to be hospitalized. It is alleged that during the night of about 8 days later, the v.a.c. Therapy unit shut off and the pt did not hear an alarm. The home care nurse stated that the pt resumed v.a.c. Therapy at about one week later at home, and the wound is doing well.

Manufacturer narrative:
The unit was tested per quality control procedures on 12/16/08 prior to pt placement in 2009 and met specs. The device was returned for eval on 2/12/09. When the unit was powered on, an error message was displayed along with audible and visual alarms. The unit was powered down and back on again, and the error message was gone. A device eval was performed and the unit met specs.